Event description:
Boston scientific received information that this called to oversensing issues. Technical services reviewed rhythm strips and discussed this device was exhibiting signs of loss of capture in the ventricle. Sensing measurements had also decreased. Threshold and impedance measurements were of normal values. Technical services recommended further evaluation. The caller will discuss further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.